Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Receiver download was retrieved. Finding related to complaint in receiver download. Receiver functional test was performed and passed all relevant testing. Data/share log was reviewed and inaccurate cgm values were found in the log within the investigation window. The customer complaint was confirmed because there was an indication of an inaccurate cgm value. A probable cause could not be determined via product evaluation. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
No product was provided for evaluation. The reported inaccuracy could not be confirmed and a probable cause could not be determined via product.